Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the device's patch took off. The device was used in the closing of the tumor resection in partial nephrectomy with tumorectomy. The patient was reintervented 14 hours from the original operation. The laparoscopic procedure converted to open unrelated to device problem. It was due to observation of paralytic ileus in the small intestine, specifically in the jejunum. There was blood loss of more than 500cc due to the product problem and required blood transfusion. The post-operative bleeding was from the site where the device was applied.